Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: posterolateral spinal fusion l5-s1, transforaminal lumbar interbody fusion l5-s1, pedicle screw instrumentation l5-s1, cage instrumentation l5-s1, right iliac crest bone graft to treat the following pre-op diagnosis: degenerative disc l5-s1 with herniated disc. Per op-notes:" the anterior half of the disc space at l5-s1 was packed with iliac crest bone graft and 1/4 of a large rhbmp-2 kit. A corresponding cage was packed with iliac crest and this was impacted and rotated such that it was well-centered in both the ap and lateral planes. This was completed tlif and cage instrumentation. Forty mm length rods were then placed in the polyaxial heads of the pedicle screws, secured using cap screws. Compression was applied across the construct after lowering frame was to restore segmental lordosis the heads of the cap screws were then sheared off. This completed the pedicle screw instrumentation. We decorticated the transverse processes and signal ala bilaterally. Iliac crest, as well as rhbmp-2 were packed along the decorticated posterior elements in order to complete the posterolateral arthrodesis at l5-s1. The patient was flipped back to a supine position, extubated without difficulty and brought to the recovery room in stable condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.